Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any staples visible in surgical field? If so, please describe shape. After firing, was cartridge inspected to see if blue drivers were exposed? What was the approximate blood loss? Was a transfusion required? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? How was the case completed in the open fashion? What is the current patient status?

Event description:
It was reported that the surgeon used vascular stapler before right hepatic vein. Only blade was advance but no staples came out. There was bleeding so converted case from laparoscopic to open.

Manufacturer narrative:
(B)(4) date sent: 4/8/2021 additional information was requested, and the following was obtained: were any staples visible in surgical field? If so, please describe shape. After firing, was cartridge inspected to see if blue drivers were exposed? What was the approximate blood loss? Was a transfusion required? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? How was the case completed in the open fashion? What is the current patient status? Sale rep saw in vdo and discussed with the surgeon. We didn¿t see staple in the field at all. At that time it was too rush, so the amount of blood loss has net been record. The blood transfusion was required. The surgeon used pvs correctly. And the current patient situation is ok.